Manufacturer narrative:
Device code a040601 captures the reportable event of stent buckled accordion inside the patient. Investigation analysis: upon receipt at our quality assurance laboratory, this contour stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was totally buckled and torn, also, the two holes were torn. The reported event of stent buckled material was confirmed. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get torn during the preparation affecting the performance of the device. Additionally, if the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was used in a flexible ureteroscopy & insertion of ureteric stent in the kidney, ureter and bladder. During the procedure, when the guidewire was removed, it got stuck, causing for the stent to recoil. The procedure was completed with another same device and there were no patient complications reported. A picture provided by the customer showed that the stent was buckled.

Event description:
It was reported that a contour ureteral stent was used in a flexible ureteroscopy & insertion of ureteric stent in the kidney, ureter and bladder. During the procedure, when the guidewire was removed, it got stuck, causing for the stent to recoil. The procedure was completed with another same device and there were no patient complications reported. A picture provided by the customer showed that the stent was buckled.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled accordion inside the patient.